Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The atrial sensing value was noted to be low. The device was reprogrammed for maximum atrial sensing. The patient is in good condition.